Event description:
Based on additional information received on (B)(6) 2017 from physician, the case was medically confirmed. The case was upgraded to serious as the serious events of knee badly swollen and pain were added along with seriousness criteria as required intervention. The case was also updated from non-valid to valid as the patient details were added. This case is cross referenced with cases: (B)(4). This unsolicited case from united states was received on (B)(6) 2016 from a non-healthcare professional. This case concerns a (B)(6) year old female patient who was receiving treatment with synvisc and later after 31 days her knee was badly swollen and knee gave out on her when she attempted to walk and experienced pain after unknown latency. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, weekly (batch/lot number: 5rsa022za and expiration date: 09/30/2018, dose: not provided) in right knee for degenerative arthritis of knee. On (B)(6) 2016, patient completed the treatment with synvisc injection. On (B)(6) 2016, 31 days after receiving first synvisc injection, patient awake with badly woollen knee and knee gave out on her when she attempted to walk. It was reported that on examination, patient's right knee was swollen but no palpable effusion. On an unknown date, after unknown latency, patient experienced knee pain. Patient was injected with lidocaine hydrochloride (xylocaine) and triamcinolone acetonide (kenalog) as treatment. Corrective treatment: not reported for knee gave out on her when she attempted to walk; lidocaine hydrochloride and triamcinolone acetonide for other events. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot # batch record review & lot # frequency analysis for lot # 5rsa022za no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of (B)(6) 2017, there were a total of (B)(4) complaints on file for lot # 5rsa022z and all related sub-lots: ((B)(4)) broken barrel and ((B)(4)) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Reporter's causality: related for pain and knee badly swollen. Seriousness criteria: required intervention for knee badly swollen and pain. Additional information was received on (B)(6) 2017 from physician. The case was medically confirmed. Case was updated to valid and the patient details (date of birth, age and gender) were added. Also the case was upgraded to serious. The event severe reactions was deleted and additional events of knee badly swollen, pain and knee gave out on her when she attempted to walk were added along with details. Treatment start and stop date, frequency and indication of synvisc was added. Clinical course was updated and text was amended accordingly. Additional information was received on (B)(6) 2017. Global ptc number and ptc results were added. Text was amended accordingly.

Event description:
Based on additional information received on (B)(6) 2017 from physician, the case was medically confirmed. The case was upgraded to serious as the serious events of knee badly swollen and pain were added along with seriousness criteria as required intervention. The case was also updated from non-valid to valid as the patient details were added. This case is cross referenced with cases: (B)(4) and (B)(4) (cluster). This unsolicited case from united states was received on (B)(6) 2016 from a non-healthcare professional. This case concerns a (B)(6) female patient who was receiving treatment with synvisc and later after 31 days her knee was badly swollen and knee gave out on her when she attempted to walk and experienced pain after unknown latency. The medical history, past drugs, concomitant medications and concurrent conditions were not reported. On (B)(6) 2016, the patient initiated treatment with intra-articular synvisc injection, weekly (batch/lot number: (B)(4) and expiration date: 30-sep-2018, dose: not provided) in right knee for degenerative arthritis of knee. On (B)(6) 2016, patient completed the treatment with synvisc injection. On (B)(6) 2016, 31 days after receiving first synvisc injection, patient awake with badly woollen knee and knee gave out on her when she attempted to walk. It was reported that on examination, patient's right knee was swollen but no palpable effusion. On an unknown date, after unknown latency, patient experienced knee pain. Patient was injected with lidocaine hydrochloride (xylocaine) and triamcinolone acetonide (kenalog) as treatment. Corrective treatment: not reported for knee gave out on her when she attempted to walk; lidocaine hydrochloride and triamcinolone acetonide for other events outcome: unknown for all events a pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Reporter's causality: related for pain and knee badly swollen seriousness criteria: required intervention for knee badly swollen and pain. Additional information was received on (B)(6) 2017 from physician. The case was medically confirmed. Case was updated to valid and the patient details (date of birth, age and gender) were added. Also the case was upgraded to serious. The event severe reactions was deleted and additional events of knee badly swollen, pain and knee gave out on her when she attempted to walk were added along with details. Treatment start and stop date, frequency and indication of synvisc was added. Clinical course was updated and text was amended accordingly.